Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating as expected. The physician identified a fluid leak and broken tubing between the pump and cylinders. The ipp was explanted and replaced. There were no patient complications reported.